Event description:
Per the clinic, the patient experienced an infection and skin breakdown at the implant site (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). It was also reported that the patient underwent a surgical procedure under general anesthesia to have the site cleaned on (B)(6) 2023. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
The device was explanted on (B)(6), 2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.